Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach the 14fr esheath plus was inserted without issue in the right femoral artery. Advancing the 26mm valve through the sheath was very difficult and needed more push force than usual. When the operator panned down to the valve in the iliac artery it was noticed under x-ray that a stent strut was damaged and flared outward. Upon removal of the delivery balloon, valve and sheath as a unit a vascular complication occurred due to the flared stent strut. Multiple covered stents were implant to controlled the perforated artery. The patient left the or in stable condition after the vascular repair. A 2nd valve was opened but not inserted. It was later indicated that the patient expired the evening of the procedure in the ICU.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Correction to h5; labeled for single use the device was returned for examination. The returned device was visually inspected, and the following was observed: a pre-expanded valve, two struts apices were bent outward at the inflow. Post expanded valve indicated that the frame was canted/distorted, multiple slightly bent and/or exposed through the skirt and the leaflets were dehydrated and wrinkled likely due to prolonged crimping. Imagery was also provided and indicated that there was tortuosity and calcification present on the patient's right access vessel. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The IFU for esheath+ introducer set and device preparation training manual was reviewed. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in product risk assessment. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection of the frames, mechanical testing of the tensile specimens) are captured in the product risk assessment. Although a esheath plus was used in this case, the risk assessment remains applicable as there are no significant changes related to the sheath shaft. In addition, a review of the work order revealed that the manufacturing mitigations/controls for the s3 ultra valve remain the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for frame damage was confirmed through device evaluation. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "advancing the 26mm valve through the sheath was very difficult and needed more push force than usual. When the operator panned down to the valve in the iliac artery it was noticed under x-ray that a stent strut was damaged and flared outward." Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." As revealed through anatomical imagery review, the patient's access vessel was characterized by calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. It is likely that excessive force was applied to overcome associated resistance, which could have caused the valve struts to interact with the sheath shaft, resulting in the bent struts as seen at inflow. In this case, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.